Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7610202. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7610202. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7610202.

Event description:
It was reported that the patient wasn't able to get into MRI mode, upon further investigation system diagnostics recorded high impedances on the left l1 lead. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that leads had migrated, which was confirmed via imaging. Surgical intervention took place where the leads were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. Correction - section e - initial reporter information corrected.